Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n281298008, implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml hydromorphone (also reported as morphine) at ¿4.360 mg/ml and changed it to 2 mg/ml after case.¿ the reason for use was not reported. It was reported that the patient went in for a routine pump replacement. The doctor went to aspirate the catheter during surgery and checked catheter. No fluid came back after multiple attempts. The doctor went to revise catheter and found it was broken near the spine incision and was not flowing. No signs or symptoms were reported prior to surgery. They replaced the entire catheter after seeing that it was broken in half near the anchor. The original catheter amount from the previous catheter was 78.2 cm and they were able to get out 44.8cm of it, while the rest remains inactive in the patient¿s body. The issue was resolved at the time of this report and the patient status was listed as ¿alive ¿ no injury.¿ the hcp would have no further information on this event for the manufacturer. There were no further complications reported/anticipated.